Event description:
The customer reported intermittent patient result issues involving the au640 clinical chemistry analyzer. The customer retested the samples on an alternate au400 system and obtained acceptable results. The customer noted three patient results were affected. The customer performed troubleshooting and noticed fluid leaked under syringe c, and the syringe was loose and moving. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer cleaned up the fluid using the appropriate ppe and internal facility exposure precautions. The patient results were not released from the laboratory. There was no patient impact associated with this event. The facility has an exposure control plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) performed system troubleshooting with the customer via the telephone and instructed the customer to tighten the syringe properly and resolved the issue. No further issues were reported. The customer confirmed the instrument was in normal operation. In conclusion, the likely cause of the event was loose casing to the syringe. Beckman coulter continues to track and trend any incident related to this issue.